Event description:
Same case as MDR ID's: 2134265-2015-00347 and 2134265-2015-00669. It was reported that post a biliary stenting procedure, stent occlusion was noted. A placehit¿ biliary wallstent¿ was placed in the biliary to treat a malignant distal bile obstruction. Two days later, control cholangiogram showed that contrast flow to the duodenum was obstructed. Therefore a second placehit¿ biliary wallstent¿ was placed inside the first one and a flexima¿ biliary drainage catheter was placed through the stents. One week later, control cholangiogram showed that the stents were obstructed. Biliary drainage catheter was placed through the stents again. Finally, the flexima¿ biliary drainage catheter could not be removed despite the two wallstent's being placed. The biliary obstruction could not be palliated. No patient complications were reported and the patient is in stable condition. No immediate actions are being performed to remove the biliary catheter, the physician will attempt to place a coated wallgraft stent. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).